Manufacturer narrative:
The company representative examined the system and was not able to replicate the reported event. The company representative replaced the printed circuit board (pcb) controller assembly. The company representative then tested the system. The system met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that a system had no phaco during a procedure. There is no known pt impact. Additional info has been requested but none has been received.